Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated ion levels, pain and impingement between the cup and the neck of the stem, which had caused a small notch on the neck. Intraoperatively, dark gray joint fluid and blackened peri-articular tissue were noted.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update apr 10, 2017. Pfs and medical records received. Pfs alleges popping sound. After review of the medical records for MDR reportability,lab levels confirmed elevated cobalt and chromium. There is no mention of popping sound per medical record. This complaint is updated on apr 19, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/10/2015 and 08/13/2015 medical records received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had multiple aspirations that revealed metallosis. Upon revision, black stained bursae and metallosis appearing tissue was encountered. The cup was also noted to have a lot of anteversion and the head was noted to have some metal stripe. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 09/08/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Pinnacle litigation record received. In addition to what was previously reported, litigation alleges defective implants, friction and wear between the cobalt-chromium metal head and liner, large amounts of toxic cobalt-chromium metal ions and particles in the plaintiff's blood, inflammation,pain,discomfort and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.